Event description:
The customer alleged the lift¿s cable for the control box was damaged and there were bare copper wires showing. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The hillrom technician inspected the lift and found that the power cable needed replacement. The electrical parts of hillrom lifts are compliant with iec 60601-1 (medical electrical equipment: part 1: general requirements for basic safety and essential performance) which applies to the basic safety and essential performance of medical electric equipment and medical electric systems. Even as hillrom lifts comply to the above mentioned electrical standard, there is still a risk that abnormal wear and tear can damage the cables. Therefore, hillrom states in the periodic inspection manual for liko mobile lifts (3en371001 rev. 5) it is stated under section 8: verify that all cables are properly inserted. Re-insert if uncertain. Verify battery charge by inspecting the charger indicator. Check cables and connectors for damage or wear. A product maintenance search was performed on this device resulting in no product maintenance records found for this serial number. In the instruction manual for viking lifts (7en137107 rev. 4) states, under inspection and maintenance section: a periodic inspection of the lift should be carried out at least once per year. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by hillrom and using original liko spare parts. And on page 14, under charging the battery section: if the charger cable (coiled cable) is beginning to stretch, it should be replaced in order to minimize the risk of the cable getting stuck and breaking. If the instructions for use as outlined above are followed, it is very unlikely for an injury to occur due to this issue. The technical customer support specialist provided the account with the appropriate part number. The account will replace the part to resolve. Based on this information, no further action is required.